Event description:
The physician reports that the crystalens became damaged when implanting the lens using the staar surgical lens injector system. Intervention was performed intraoperatively to enlarge the original incision and remove the damaged lens. A second crystalens was implanted successfully and the patient's prognosis is good.

Manufacturer narrative:
Root cause: according to the physician, the root cause of the lens damaged was related to use of the lens injector system, where the lens was loaded incorrectly.